Event description:
It was reported that increased capture threshold was observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
Additional information received indicated the patient was later seen in-clinic where x-ray imaging was performed, however, no lead abnormalities were observed. No further intervention is intended at this time. The patient was stable and will continue to be monitored.